Event description:
Employee was burned by bovie when pedal was not activated. There are 27 service orders in our records pertaining to this model of esu remaining on when using the pincher type forceps. We have changed to the manufacturer suggested forcep and we continue to have problems. Birtcher, and their local sales distributer ems, have been made aware of this recurring problem and have replaced this model in the or with loaner units of a different modeldevice not labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jan-92. Service provided by: user facility biomedical/bioengineering department. Service records available.imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other. Results of evaluation: invalid data, invalid data, invalid data. Conclusion: device failure occurred and was related to event, other. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor, invalid data. The device was not destroyed/disposed of.